Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4): no anomalies found. (B)(4): no anomalies found, several conductors distorted, lead stretched, apparent explant damage. Proximal segment returned and analyzed. Analyst comment - rv and svc conductors were not returned. (B)(4): no anomalies found, outer insulation pulled apart (overstress), lead stretched, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Event description:
An implantable ICD system was returned to the manufacturer from a funeral home. Review of manufacturer's database indicated the patient died approximately one year after device system implant. The cause of death has been requested and not received.